Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of lymphoma - alcl - suspected and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "sudden increase in the volume, peri implant fluid in the volume"; " patient referred for fluid puncture and cytological analysis and cd30 and alk1 antibody testing - awaiting the result of the puncture. Diagnostic hypothesis: bia-alcl." Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported events of seroma-late, lymphoma ¿ alcl suspected and anxiety - product/ procedure are classified as medical and they are unable to observe, and crease / folding of implant event is classified as technical and it needs a lab analysis to confirm or not the event, therefore at this moment the reported events are not confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported right side "sudden increase in the volume", peri implant fluid in the volume, radial folds confirmed by MRI, and requesting "diagnosis of bia-alcl". Patient referred for fluid puncture and cytological analysis and cd30 and alk1 antibody testing - awaiting the result of the puncture. Diagnostic hypothesis: bia-alcl. Histopathological markers cd30+ and alk- have not been received. The device remains implanted.